Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 16 other complaints associated with the lots for the reported issue. A sample was not returned and the device history record review of the lot number(s) provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue is unknown. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocars leaked during surgery. There is no known impact or consequences to the patient's involved. Additional information and product sample were requested; however, the customer indicated that no further information is available.